Manufacturer narrative:
The device has not been returned. If it is returned to the manufacturer for evaluation a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that signs of pressure could be seen on the bottom of the dl-coil and d coil base parts from where the magnet is pressing against it. There has been no injury reported.

Manufacturer narrative:
Conclusion: dl-coil base part investigation confirmed the presence of a round crack, which is most likely attributable to inadvertent misuse, e.g. By usage of an incorrect coil cover or by the magnet being pressed rather than turned into the base part. It is considered unlikely that the device was damaged during a magnet exchange as overwinding is prevented by design. This is a final report.

Event description:
It was reported that signs of pressure could be seen on the bottom of the dl-coil and d coil base parts from where the magnet is pressing against it. From photos received, it appears the pressure of the magnet in the dl-coil has caused the base part to crack. The d-coil shows only some light signs of pressure where the magnet touches and a circle is seen on the base part. The base part of the d-coil however is not broken. As per additional information, the recipient uses dl-coil magnets with strength 4 or 5 with regular coils. There has been no injury. These external components were exchanged for precaution.